Event description:
Received user facility report form clinic. Report indicates that 1 1/2 hour into treatment, an indentation was noted in the arterial line. Blood sample revealed hemolysis. Patient was asymptomatic. Treatment was stopped and reinitiated with a new setup without incident. Patient discharged in stable condition. Patient d0b 10-8-22, male, 64.3kg. No sample is available.